Manufacturer narrative:
Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue.

Event description:
This is a follow-up MDR to report the consumer had a dilation and curettage procedure to remove the tampon pieces. Since this is a surgical procedure, this is now being reported as an adverse event.

Event description:
This is a follow up to report the product is sleek regular and has been verified part of the recall.

Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6) . Consumer stated tampon fell apart upon removal, experiencing discharge. Consumer stated she saw a doctor, was diagnosed with a yeast infection, was prescribed maristate.